Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer found there was contamination. He replaced multiple valves in the ise flow path and performed ise checks, calibration, qc, and precision testing. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. The samples were repeated on another cobas pro ise analytical unit. Sample 1 initial chloride result was 70 mmol/l and the repeat result was 107 mmol/l. Sample 2 initial potassium result was 4.6 mmol/l and the repeat result was 4.1 mmol/l. The initial chloride result was 130 mmol/l and the repeat result was 104 mmol/l. Sample 3 initial chloride result was 133 mmol/l and the repeat result was 106 mmol/l. The questionable results for samples 2 and 3 were not reported outside of the laboratory. The repeat results were believed to be correct.